Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen had "black marks" that looked like "black ink." Reportedly, this display issue caused the screen to have missing graphics and text. The customer's blood glucose level was 121 mg/dl. The customer would continue to use the pump for insulin therapy.